Event description:
It was reported that the arctic sun device was not cooling. There was a possible chiller failure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller. The device was evaluated and the reported issue was confirmed as it was noted that the unit could not cool. The faulty chiller has been replaced. An electrical safety test was performed on the as5000 system. The as5000 system was sanitized, evaluated and was found to function in accordance with manufacturer specifications. As5000 has been calibrated. The device history record review was not required as the device has undergone previous servicing and therefore the reported event is not manufacturing related. Labeling review was not required since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not cooling. There was a possible chiller failure. Per follow up review of wo on (B)(6) 2023, the faulty chiller would be replaced. An electrical safety test will be performed. The system will be sanitized, functionality will be evaluated for compliance with manufacturing specifications. Device was calibrated.